Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01459. This report is being submitted as additional information. The referenced of the previously reported driveline exit site infection was reported under medwatch report #2916596-2018-00456. Brand name, UDI #: the heartmate 3 lvas was implanted during the (B)(6) trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 1 year. Manufacturer's investigation conclusion: a specific cause for the reported infection could not conclusively be determined through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted due to concern for drainage around the patient¿s driveline. The patient presented with a skin bleb around their driveline site on the right side of the abdomen which then broke down a few days ago and produced purulent discharge. Surgical debridement was planned for (B)(6) 2018. No additional information provided. Additional information was received that the patient was treated with parenteral antibiotics.